Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 266 mg/dl. Customer stated that he was getting no delivery alarms and was sent another pump. However, the new pump is still receiving no delivery alarms. Customer is getting a no delivery alarm every 6 hours. Customer stated that he could feel his blood glucose level rising and he will change his set. Customer does not think it is the pump or site issue. The alarm tends to occur during a bolus and the pump won't prime or rewind. Customer stated that he has wasted about a dozen infusion sets and reservoirs. Customer also rotates his sites and the cannula is not bent. Customer will monitor for no delivery alarms. No further assistance needed.